Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had multiple motor error alarm. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer stated that the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however the compromised force sensor system alarm occurred during the a33 prime test at 4 lbs and the motor error alarm occurred during the basic occlusion test due to a loose and protruded drive support disk. The motor was tested outside of the device and passed.